Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered from severe pneumonia that resulted in sepsis. An intracerebral bleed followed. The patient's anticoagulation could not be maintained due to the severe infection. The patient passed away. No driveline or device infection was noted and the left ventricular assist device (lvad) was running as expected. The death was not considered to be device or therapy related.

Event description:
Additional information was received that the pneumonia and death were not considered to be device related. The patient's anticoagulation was unable to be maintained due to the severe pneumonia infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists infection, sepsis, stroke, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.